Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was programed for continuous infusion, but under infused. There was patient involvement, but no report of patient harm.

Manufacturer narrative:
D3 - manufacturing plant address, city, and zip code corrected, one device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation did determine that the device had degraded downstream occlusion seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device downstream occlusion sensor wasreplaced, and the device passed all testing.